Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in-clinic for a follow up, externalized conductor was observed. No electrical anomalies was detected. Lead will be explanted coincide with normal device eri change out.